Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was explanted due to noncompliance and thrombus formation. The pt continually missed clinic visits and did not take anticoagulation, along with positive blood cultures. Pt's ef is at 35% and working well enough to explant. An exchange was not performed.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.